Event description:
It was reported that the patient's right ventricular lead exhibited an increase in capture threshold. The reported lead was repositioned on (B)(6) 2024. The patient was in stable condition.